Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the popliteal artery of the left lower limb occlusion via the right common femoral artery, the stent allegedly could not be released. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition with partially deployed stent; the distal end of the stent was found fractured off and missing. Inside the grip a force transmitting post was found broken which indicates that a deployment using the wheel was impossible. Stent sheath and stability sheath could not move against each other during evaluation testing but the stent could be deployed manually by holding the metal guide tube and pulling on the stent sheath. The investigation leads to confirmed result for break of a force transmitting post inside grip, partial deployment, and stent fracture. A manufacturing related issue could not be found. 6f introducer with 0.035" guidewire were used for access, the vessel was not tortuous/ calcified, and the lesion was pre-dilated. During deployment, the system was correctly held at the stability sheath and kept stationary, and a force increase was not felt during deployment attempt. Both the provided photos and the return sample show that the stent was fractured off but the disposition of the fractured piece or pieces is not known. Based on the investigation of the provided information, the investigation is closed as confirmed for break inside grip, partial deployment and subsequent stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding access/ accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire' the instructions for use further state: 'predilation of the lesion should be performed using standard techniques.' Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' H10: d4 (expiration date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the popliteal artery of the left lower limb occlusion via the right common femoral artery, the stent allegedly could not be released. There was no reported patient injury.